Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress, a problem with the product, and required an additional surgical procedure. Related to MFR report #2183959-2013-00272, 2183959-2013-00274.